Manufacturer narrative:
Pump alarmed radio frequency failed self-test during self-test due to faulty radio frequency board. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that customer received excessive radio frequency pic failed self test. After troubleshooting, customer was advised that insulin pump would be replaced due to frequency of alarm.. Customer's blood glucose was unknown.